Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that the patient experienced an epileptiform seizure without any consciousness disturbances. The actions/interventions taken to resolve the event including prolongation of an existing hospitalization the patient and administering medications. The medications were noted as intermittent diazepam sedation treatment, and keppra as an antiepileptic. The etiology was noted as possibly related to the left and right lead and possibly related to an underlying condition or disease. The resolution was noted as recovering/resolving as the patient remained under observation. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va1hd4j, implanted: (B)(6) 2018, product type: lead; product ID: 3389s-40, lot# va1hd4j, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp of a clinical study. It was reported that the issue resolved on (B)(6) 2018. No further complications were reported as a result of this event.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via a manufacturer representative. It was reported the reason for the hospitalization was due to the sae leading to a prolonged hospitalization so the inpatient date was earlier than the sae start date. The hospitalization was due to the implant surgery. The patient weight was not collected for this study. The leads and ins were implanted on (B)(6) 2018. No further complications were reported/anticipated. Additional information was received from a hcp of a clinical study. It was reported the patient was discharged from the hospital on (B)(6) 2018 and medications were administered. No further complications were reported/anticipated.